Event description:
It was reported that the patient's lead was fractured and had high impedances. Additional information was received that the patient underwent a lead revision procedure wherein the lead was in port d was disconnected. The patient was doing well and impedance were good postoperatively.

Event description:
It was reported that the patient's lead was fractured and had high impedances. Additional information was received that the patient underwent a lead revision procedure wherein the lead was in port d was disconnected. The patient was doing well and impedance were good postoperatively. Additional information was received that the ipg was repositioned during the lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was fractured and had high impedances.